Event description:
A non healthcare professional reported that after surgery, they noticed that lens would not come out and then it did not unravel. Additional information has been requested and received stating that the issue noted during priming with no patient contact and haptic involved was leading haptic. Surgery was completed using a secondary lens. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).